Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected b5 narrative: it was reported that a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. During the procedure, it was noted that there was a black spot in the adhesive fluid. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that there was a black spot in the adhesive fluid. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Unk please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unk what was the texture? Unk are there any photos of the foreign matter available? Unk is it possible that the foreign material fell into packaging upon opening of device? Unk was the product seal on the foil still intact when the package was opened? Unk can you identify the lot number of the product involved? Unk please perform and document the follow up attempt for product return. We regularly contact with sale rep about the device returning.